Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the screen intermittently freezes, as a result the display flex was replaced. It was also noted that the system fan was noisy, the screen drops and the electrocardiogram (ECG) connector was loose. Product ID 2067 radiofrequency head. (B)(4).

Event description:
It was reported the display/touch screen will intermittently freeze and looks garbled. The programmer was returned for repair. No patient complications were reported as a result of this event. Followup information received indicates this happened during a follow-up. The rep could re-position the display screen, which eliminated the screen problem. The rep was able to complete the follow-up without any other issue. No harm to the patient. After completing that follow-up session, the programmer was removed from the hospital and returned for repair. The programmer was analyzed and tested out of specification.